Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the incident on (B)(6) 2023 (3 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
On 2023-11-24 the site contacted the hotline to report that a patient experienced hemolysis, and that they escalated to continuous flow device on (B)(6) 2023. Berlin heart inc clinical affairs requested the ldh and plasma free hb and received the ldh levels on (B)(6) 2023. The pre-lab ldh was at 671 and elevated to 3715 on (B)(6) 2023.